Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture; "free fluid"; "axillary silicone lymphadenopathy"

Event description:
Patient reported left side intracapsular rupture, "small amount of free fluid around the periphery of the implants", and "axillary silicone lymphadenopathy". Device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture requested on oct 14, 2024. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side intracapsular rupture, "small amount of free fluid around the periphery of the implants", and "axillary silicone lymphadenopathy". Device has been explanted.